Event description:
It was reported by service report that the nurse call was not functioning due to the dip switch configuration not being set properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: dip switch.